Event description:
Procedure: lap colon. Sex: unk. Reportedly, the stapler was applied to the rectum. However, the surgeon stated that he did not complete a full firing cycle with the stapler. As a result, the distal end of the staple line did not form proper staples. The surgeon then opened the patient and used an open stapler to staple and he also sewed with suture. The or time was extended 45 minutes.